Manufacturer narrative:
Additional information: b5, d9. Correction: h6 (annex a and g). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
The complaint device was returned to cook 26nov2024 for evaluation. One used wire guide was returned lodged inside the catheter. The wire guide was unraveled as it exited the proximal end of the catheter hub. Both weld balls were intact. The catheter and its hub appear intact.

Manufacturer narrative:
D3: country: united states g1: contact office country: united states g1: manufacturing site country: united states investigation-evaluation it was reported that the wire guide included in wayne pneumothorax set came loose during drainage procedure on a patient of unknown age and gender. The wire guide was pushed through the needle inside the pleural space. When the physician tried to remove the wire guide, the drain came loose, and it was not possible to remove the drain alone. As reported, there was a delay in the treatment, with a risk of leaving pieces of device in the patient. There was no difficulty advancing the wire guide into the needle. The instructions for use (IFU) were followed. It was noted that this was the physician's first time experiencing this issue. No additional procedures or adverse effects were reported for the patient. Reviews of documentation including the complaint history, device history record (DHR), quality control, specifications, manufacturing instructions (mi), and instructions for use (IFU), as well as a visual inspection, and functional test of the returned device, were conducted during the investigation. A used wire guide lodged inside of a catheter was returned to the manufacturer for investigation. The wire guide appeared to be unravelling at the catheter¿s distal tip. Both weld balls on the wire guide were intact. The outer diameter of the wire guide was measured and found to be within specification. Cook has concluded that the device was manufactured to specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the dhrs for the reported complaint device lot and the related subassembly lots revealed related non-conformances in which all devices were scrapped. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The IFU packaged with the device contains the following in relation to the reported failure mode: instructions for use ¿7. Attach plastic three-way stopcock to the catheter obturator. Fully straighten the curved catheter tip by advancing the catheter obturator. When fully advanced, attach the obturator to the catheter via the luer lock connection. 8. Advance the catheter over the wire guide into the pleural cavity to the desired depth. 9. Remove the wire guide and catheter obturator.¿ based on the information provided, inspection of the returned device, and the results of the investigation, the root cause was traced to component failure unrelated to manufacturing or design deficiencies. It was reported that there were no difficulties in advancing the wire guide into the needle. It is possible that the wire guide became damaged after insertion and caused the difficulties when the physician attempted to remove the catheter. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. G4 - PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the drain included in wayne pneumothorax set came loose during drainage procedure on a patient of unknown age and gender. When doctor tried to remove the guide, the drain came loose, and it was not possible to remove the drain alone. As reported, there was a delay in the treatment, with a risk of leaving pieces of device in the patient. At this time, no adverse effects or additional procedures for the patient were reported due to this occurrence. Additional information regarding the event and patient outcome has been requested but is currently unavailable.

Manufacturer narrative:
Additional information: b5. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 20dec2024. It was reported there was no difficulty advancing the wire guide into the needle. The instructions for use was followed, and the wire guide was pushed through the needle inside the pleural space. The issue occurred during the withdrawal. Additionally, it was noted that this was their first time experiencing this issue.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: b5, h6 (annex e) this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was clarified on 17oct2024 that removal of "the guide" was in reference to the wire guide. No additional procedures or adverse effects were reported for the patient.